Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross access kit was selected for use. Patient was administered 3000 units of heparin. The transseptal puncture was performed and another 6500 units of heparin was given. The versacross wire was advanced into the left upper pulmonary vein (lupv) and sheath was removed. The transesophageal echocardiogram (tee) staff member noted that there was a small clot on the septum. Act was 275 at the time the clot was noticed. The physician proceeded to insert the watchman double fxd curve sheath however the procedure was cancelled after noting the anatomy of the appendage. The physician noted that the clot was still on the right atrium side of the septum however the patient remained stable with no complications. The device is not expected to be returned for analysis. It was further advised the physician tried to aspirate but was unsuccessful. At the end of the procedure, tee confirmed the clot was still in the same place on the septum in the right atrium.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.